Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the intermittent flickering of the display on the roller pump. The fsr installed a new display in the roller pump and completed testing. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump had a scrambled display, but continued to work. The device was not changed out, as they finished the case successfully and then pulled system from service. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: during cpb, the arterial pump local display became "scrambled". The pump still functioned and pump speed was able to be managed with the local knob and/or the central control monitor (ccm) slider. The calculated flow rate was displayed on the ccm. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) connected the small display assembly to the lab-use only (luo) pump pod test fixture and powered on. He opened perfusion screen, assigned luo pump, started luo pump in forward direction and observed the small display assembly to function normally with no scrambled display. The pst tested the small display assembly overnight and found it operational the next morning. He performed connector agitation testing and observed the small display assembly to function normally with no scrambled display. He moved the small display assembly to cold chamber at ten degrees celsius for one and a half hours. The pst retrieved the small display assembly from cold chamber and reconnected to luo pump pod test fixture and powered on. He tested the small display assembly for five hours and observed normal operation with no scrambled display. He disassembled small display assembly, inspected all components and solder joints and electrically measured q210 transistor for short circuits with digital multimeter; no anomalies were observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.